Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal surgery to implant posterior fixation rods and screws. The set screw could not be cut off during the broken off process. The surgeon replaced the set screw and tries six times but was not successful. It was found that the problem was with the tip of the bone screw on left side of the pedicle. Both side pedicle bone screws were replace, the procedure was completed without further incident. No patient complications were reported.